Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have ran over reservoir with wheel chair; as a result, reservoir was damaged. Customer did not notice damage and inserted reservoir into insulin pump. Five days later, customer reported leak in reservoir. Customer states that reservoir compartment smelled of insulin but customer did not actually see insulin. Customer's blood glucose was 338 mg/dl. During troubleshooting, insulin pump passed self-test. Customer was advised to monitor insulin pump.